Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the osteosynthesis procedure, the proximal piece of the humeral nail impactor detached in retro impact. Additionally, the drill bits were in poor condition. Surgery was performed after a delay greater than 30 min, changing surgical technique. Patient's current health status is stable.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the definitive root cause of the humeral nail impactor detachment nor the poor condition of the drill bits could not be determined. Although, a procedural variance could not be ruled out as a likely contributory factor. It is unknown if the instructions for use for surgical instruments, was adhered to. It was reported, the surgery was completed with a delay greater than 30 minutes with a change in the surgical technique. According to the report, the patient's current health status is stable. The patient impact is determined to be the modified surgical procedure and the greater than 30 minute surgical delay. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.